Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not load correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. The delivery device was returned inside the loading device. The blue slide lock was engaged and the plunger was not depressed on the delivery device. The seal and tension spring assembly remained inside the loading device. The tension spring assembly with the seal was removed out from the loading device and inspected. The seal was wrapped/folded and was cracked at the center of the coil. The following measurements of the delivery tube were taken: the inner delivery tube diameter was measured at .198 inches, the outer diameter was measured at .219 inches. The length of the delivery tube was measured at 2.51 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint was confirmed for the reported failure "failure to load" and the analyzed failure "cracked seal". Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not load correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.